Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Judging from the x-ray markers, the stent is also slightly displaced on the balloon in distal direction. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The proximal balloon shoulder is slightly crushed. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (91 percent stenosis degree) in a moderately tortuous unknown vessel. It is unknown if pre-dilatation was performed. The calcified lesion could not be crossed with the device. The strut of stent twisted in proximal.